Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2016 with the following findings: the pump alarmed with a hard replace battery alarm upon confirming the verify screen, making it impossible to clear the alarm, to test the pump electrical current readings and to adequately investigate the reported short battery life complaint. The review of the black box data and the alarm history showed multiple replace battery alarms and consecutive software related alarms on the date of the alleged issue occurrence. Technical analysis was performed and revealed a slave processor failure. The pump cover was removed and no visible intermittent condition was found to the printed circuit board. Unrelated to the original complaint, the pump case was noted to be cracked.